Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03520, and 3005099803-2011-03521 address these devices. It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps and a radial jaw 4 jumbo capacity single-use biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complainant, during the procedure one of the biopsy cups from the radial jaw 3 large capacity device broke off as it was being advanced into the scope for the first time. The device was removed and a radial jaw 4 jumbo capacity was advanced into the patient's stomach. When the jaws were opened for the first time, it was observed that there was an exposed wire visible on one side of the forceps. The jaws were subsequently closed and the device removed from the patient. No parts from the two devices fell into the patient and the procedure was completed with another biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.